Manufacturer narrative:
(B)(4). The insulin pump was received completely destroyed. Pieces of the insulin pump received: broken off case bottom, broken off motor housing, broken off motor slide tip, motor support cap, the force sensor was connected to a portion of the pcba1, internal lithium battery positive side wire. Unable to verify if the test p-cap and reservoir does lock in place in the reservoir compartment due to completely destroyed pump. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to completely destroyed pump. Unable to perform the history download or (B)(6) upload due to completely destroyed pump. The insulin pump was received completely destroyed. Unable to confirm alleged high/low bg.

Event description:
The customer reported via phone call that they went to emergency medical services due to vehicular accident on (B)(6) 2021 and was hospitalized. The customer's blood glucose level at the time of incident was unknown. The auto mode feature was off at the time of reporting high blood glucose event. The insulin pump will be returned for analysis.